Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. At the end of the procedure, the catheter was being disconnected from the flushing lines, and it was observed that the flush port was damaged. The procedure was already completed when the issue was noticed, so no replacement was needed. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received at boston scientific post market laboratory for analysis. Visual inspection of the device found that the strain relief was detached from the luer. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. For the finding separation/broke of flush tubing and the confirm allegation of "luer damaged/defective", all compiled information on this investigation determines that the most probable cause is cause traced to device design. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. At the end of the procedure, the catheter was being disconnected from the flushing lines, and it was observed that the flush port was damaged. The procedure was already completed when the issue was noticed, so no replacement was needed. No patient complications were reported. The device has been received at boston scientific post market laboratory.